Manufacturer narrative:
The device was returned to zoll medical corporation for evaluated. The reported issue could not be duplicated during testing. The device had remained on battery power for over five hours before shutting down due to critical battery depletion. When fully depleted, the device may only emit a faint beep when powered on. The log confirms a low battery shutdown. The device passed all functional tests and operated as intended. The battery was not returned for evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.